Manufacturer narrative:
The customer¿s report that the tubing ballooned was confirmed by visual inspection of the as-received sample. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During inspection it was observed that the silicone segment tubing had a bulge (.8375 inches long, .4610 inches wide), discoloration, and was weakened just below the upper fitment. Yellow discoloration was also observed on the tubing below the lower fitment. Clear liquid was observed inside the set¿s tubing and drip chambers. No other anomalies were observed on the sets during visual inspection. As cannula and syringe size was not provided by customer, additional testing of the set was conducted using a standard lab 20 gauge cannula connected to primary set¿s distal male luer. A lab 10ml syringe filled with water was used to perform an IV push first using the set¿s distal smartsite. An IV push was performed first by occluding the tubing above the distal smart site and then again by not occluding the tubing. No bulge/ balloon was observed in the silicone segment. After the functional testing, three samples of the silicone segment were analyzed and the walls were found to be concentric. The root cause of the ballooning was not identified.

Event description:
It was reported that the pumped alarmed for a channel error. The rn was unable to reset the pump that was infusing saline to a patient. When the rn opened the pump door to inspect the tubing it was noted to have ballooned. There is no indication if there was any patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested; patient demographics was not provided.

Event description:
It was reported that the pumped alarmed for a channel error. The rn was unable to reset the pump that was infusing saline to a patient. When the rn opened the pump door to inspect the tubing it was noted to have ballooned. There is no indication if there was any patient harm.